Event description:
Caller reported accidentally delivering too much insulin by incorrectly entering bolus values into the calculator on the tandem t: slim app. The customer's blood glucose due to the issue was reported as "low," but a specific value was unknown. Customer consumed glucose tablets and carbohydrates to address low blood glucose. Technical support advised the caller to follow pump screen prompts to avoid future incidents and to continue monitoring blood glucose while following up with a healthcare professional if necessary.